Event description:
On (B)(6) 2010, the reporter/patient's mother contacted lifescan (lfs) alleging that the lay user/patient's onetouch lancing device was damaged. The following complaint was classified based on customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately 6:30 am on (B)(6) 2010 and the patient was unable to test his blood glucose. The cca documented that the patient manages his diabetes with an insulin pump. Two hours after the alleged issue began, the reporter stated that the patient became "sweaty." The reporter claimed that she gave the patient more food and drink as treatment. The patient's mother stated that she also brought the patient to the emergency room (ER). At 8:45 am, the patient's blood sugar was reportedly tested on the ER meter and obtained a result of "46 mg/dl." The reporter did not report the patient receiving any medical treatment. During the troubleshooting session, the cca documented that the reporter did not report any misuse on the alleged lancing device. Per protocol, a replacement product was sent to the patient. Based on the information provided, this complaint is being classified MDR-reportable due to the following conclusion(s): the reporter claims that the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.